Event description:
The user facility reported that during surgery the pt turned blue. It was found, upon examination, that the corrugated breathing circuit had an occlusion which prevented ventilation. The circuit was replaced immediately as soon as the problem was found.

Manufacturer narrative:
The incident device was not returned to deroyal for investigation and eval, nor was a specific lot number available from the facility for tracing the lot number from which the device may have been mfg. Pictures of the incident device were provided for review. The MFR's sales rep had noted the pt spent time in the ICU, however, the info provided to him did not indicate if this was planned due to the scheduled surgery, or the reported incident. Additional info was requested from the user facility for clarification, however, it has not been received as of the date of this initial report. The corrugated circuit is a component part of the adult anesthesia circuit and is furnished to deroyal from an outside vendor. All the info made available to deroyal at this time has been forwarded to our vendor along with a request for a written report of investigative findings. Corrective and preventive actions were requested to be a part of the vendor's conclusive report. Upon deroyal's receipt of the requested investigative documentation, a supplemental medwatch report will be submitted.